Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the right coronary artery. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after two successful imaging runs, the image suddenly went black. Attempts to re-establish the image by flushing the catheter and reconnecting it were unsuccessful. The physician suspected that the catheter may have fractured. The device was removed intact by the physician. The procedure was completed, and the patient fully recovered. No patient complications were reported.